Event description:
It was reported that during a permanent implant on (B)(6) 2024, patient developed cardiac arrest and the leads were removed and procedure was aborted due to the patients decline in health. Patient was sent to hospital for observation and discharged in stable condition.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs o lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000157694. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.